Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. Holes were created from the inside of the package. The complaint is confirmed. No definitive root cause could be determined however, it is likely that rough handling was applied to the device during inspection or transport. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The distributor alleged a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.